Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box history showed that user did not prime within 3 minutes after rewind step was completed. On investigation, attempts to reload and prime generated a no cartridge detected alarm. Force sensor calibration reading was found to be out of specifications. When the pump casing was open to investigate, contamination was found on the force sensor plate. In addition, the force sensor resistance was found out of specifications. Unrelated to the priming issue, the pump powered up to a dim and discolored verifying screen with appropriate audio and vibration alerts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas to report an issue during priming and loading the insulin cartridge of the pump. The patient also reported the cartridge compartment was cracked/damaged. There was no report of any patient injury associated with this issue. As the priming issue was not resolved this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.